Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 500ml of aads (amino acid dialysis solution) was noted to be empty and leaked on the floor from around where the tubing spiked the bag after 16 hours of infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked around where the tubing spiked the bag was not confirmed. Visual inspection observed no anomalies with the received set. Functional testing of priming, infusion, and pressure testing did not replicate any signs of leaking at the drip chamber spike or anywhere else throughout the set. The root cause of the customer¿s report could not be identified.